Event description:
Olympus medical corp (omsc) was informed that during laparoscopic low anterior resection of the rectum, some parts of bending rubber at the distal side of the subject device fell into the pt. The largest size of broken off rubber was about 1 cm. All of the fallen parts were retrieved from the pt and the abdominal cavity of the pt was cleaned. The intended procedure was completed with other device. We could not obtain any info about the other device. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. Based upon the eval of the subject device by omsc, it was confirmed that almost all the adhesion of the bending ruber was peeled off at both distal and proximal side of the subject device. In addition, there were multiple scratches on the bending rubber. The manufacturing history was reviewed, with no irregularities related to this problem noted. Based on the findings, inappropriate handling by the user could not be ruled out as a contributory factor of the event. This report is being submitted as a medical device report in an abundance of caution.